Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced bradycardia and presented in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited loss of capture, causing the pacemaker to have high outputs. The lead was capped and replaced on (B)(6) 2020; the lead couldn't be extracted. The patient was in stable condition.